Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 20 mg/dl at the time of the call. The customer wanted to know why the pump did not alert them that they were going low. The pump only went into suspend mode after they changed a battery. The customer experienced symptoms such as loss of consciousness and a possible seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer got a low battery alarm, sensor weak signal, lost sensor, and change sensor alarms. The insulin pump will not be returned for analysis.